Manufacturer narrative:
The condition reported had been confirmed based on the returned sample. The safety mechanism on the samples were confirmed to exhibit free rotation. By design the user should be able to rotate the safety mechanism to allow them to orient the needle bevel as needed, however some resistance should be present to prevent free rotation. This free movement did not, however prevent proper operation of the safety device.

Event description:
During a demonstration by a bd sales reprsentative, the representative noticed that the safety mechanism spun freely.